Manufacturer narrative:
(B)(4). Patient age: mid 50's. Date of death: (B)(6) 2016. Implant date (B)(6) 2015, exact date unknown. (B)(4).

Event description:
It was reported that the patient underwent lap assisted total gastrectomy to treat stage IV gastric cancer in (B)(6) 2015. No reinforcement material was used for esophagus-jejunum site in latg. No problems were noted at the time of surgery, so the device was discarded. An unknown time post-op, leakage was found in the ej anastomosis site. On (B)(6) 2016 the patient underwent re-operation due to ej site leakage thought to be at the primary closure. The patient died around (B)(6) 2016. No autopsy was performed, and the cause of death was not provided. The surgeon is not sure whether it is a device issue or procedural issue.